Event description:
It was reported that the patient had an open area around the ipg that was causing pain. The patient was given antibiotics and subsequently underwent a full system explant procedure and was doing well postoperatively. The explanted devices were sent to pathology and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 16887623.